Event description:
It was reported, the patient was getting "sub-par stimulation" after an implantable neurostimulator replacement (ins). X-rays revealed that the leads were too high in the spine and the leads migrated "north." A lead revision was done. The physician had success at t6 during a trial. The leads were moved to over t8 and t9. The patient was getting "good stimulation" and was happier than previous.

Manufacturer narrative:
Product ID, 377660 lot# v013969, implanted: 2007 (B)(6). Product type lead product ID, 37754, serial# (B)(4), product type recharger product ID, 37744 serial# (B)(4), product type programmer, patient. (B)(4).